Manufacturer narrative:
(B)(4). When reviewing similar reportable events for enterprise 5000, 8000 and 9000 beds, we have found six similar fault descriptions compared to the one investigated here: the issue reported is obtaining tilt function when the CPR button on handset was pressed. (B)(4). The device was inspected at the user facility by an arjohuntleigh representative and was found to be totally inoperative, the claimed failure has not been duplicated or confirmed. The technician was able to repair the device by performing a recalibration of the device. This information suggest that the most likely cause of the unintended movement was failure in the synchronization of hi/lo actuators. We have been unable to identify the actual catalyst that has caused the loss of position, but beds with this particular system can get a position lost caused by one of the following: defect motor cable, defect actuator, emc noise, or under very special circumstances if for example running on very low battery or similar extreme cases. This could result in a reset on microprocessor, which erases the flash memory where the last positions of the actuators are stored. In summary the device failed to meet specifications, it is unknown if the patient was using the device at the time of the event, there have been no associated injuries to patients or carers recorded at the facility at this time. However if the event would reoccur it could cause injury. Given the circumstances and the number of products in the market this incident appears to be a remote issue. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Reference importer report (B)(4).